Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and an elevated blood glucose (bg) level of 900 mg/dl; cause was unknown. Customer received a fluid and insulin drip to address bg level. Customer was released from the hospital on (B)(6) 2019 and reported a heart issue due to the elevated bg level. Reportedly, the customer had manual injections as alternate insulin therapy.